Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-03684 / 04019 / 04028).

Event description:
Patient reported impingement of right shoulder prosthesis at the 3 month post-op check-up.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Medical product- nano humeral component catalog#: us-115736 lot#: 562100, taper catalog#: 118001 lot#: 140640, glenoid catalog#: 113952 lot#: 340890, glenoid post catalog#: pt-113950 lot#: 090910. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.